Event description:
Philips received a complaint from the customer biomed reporting the screen on the v60 ventilator froze. The device was in clinical use. The device continued to operations. There was no treatment delay, nor was other medical intervention necessary. The device was exchanged for an alternative v60 ventilator to continue therapy. There was no report of harm. The issue could not be reproduced during the initial evaluation of the device. A manufacturer's product support engineer (pse) evaluated the device and confirmed the touchscreen response was misaligned. The condition made a normal operation using an onscreen button fail. The evaluation determined that the reported phenomenon was the reported screen freeze. The touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen passed all flex cable resistance verification testing and all resistance ratio testing. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found conclusion.